Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the switch and its components revealed that one of the internal springs had broken, allowing the switch to be activated with a slight pressure. The switch did not stay on when released, however, as the remaining spring provided sufficient resistance to interrupt the circuit as designed.